Event description:
My dexcom 7 was reading my sugar as 90. Started feeling bad, throwing up. I did a finger stick and it was reading high (over 400) I have been diabetic for forty years so I recognized high blood sugar but everyone else may not be able to tell. I have many dexcom g7 fail during warm up or bleed during insertion. Very dangerous and frustrating.